Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that inadvertent deployment occurred. An 8 x 40 x 130 innova was selected for treatment of intestinal mucosal dissection. Prior to procedure, the stent got detached when opened outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is fully outside of the sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that inadvertent deployment occurred. An 8 x 40 x 130 innova was selected for treatment of intestinal mucosal dissection. Prior to procedure, the stent got detached when opened outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the safety lock was not removed from the handle prior to positioning in the lesion.